Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. The initial result was not reported to the physician(s). The sample was repeated on the original analyzer. The repeat result recovered lower than the initial result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. Quality control (qc) was within acceptable range on the day of the event. Siemens performed a co2_c precision study using both levels of quality control (qc) and patient sample which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the fluidics system for leaks, aligned the reaction washer, ran the auto check for the reaction washer and mixer, performed mix and fluidics studies (atp). The cse replaced valves, inspected tubing(s), connections, and probes with no evidence of leakage; then the cse ran auto check and qc, which recovered acceptably. Next, the cse replaced vacuum valves, all probes in the reaction ring washer and reaction ring cuvettes; reset the wash probe alignments, performed vertical alignment, ran weekly maintenance, and ran drain and fill tests. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00099 on 15-may-2024. Additional information (26-jun-2024): water or saline introduction into the reaction cuvette during testing may cause elevated concentrated carbon dioxide (co2_c) results. Siemens further evaluated the event and concluded that the introduction of water or saline into the reaction cuvette potentially contributed to the falsely elevated co2_c result. The service activities performed by the customer service engineer (cse), which are described in the initial report, resolved the issue. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.